Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button began intermittently working. The device turns on when plugged into a power source. Customer declined to provide blood glucose level, but stated blood glucose levels were impacted. Reportedly, blood glucose levels have stabilized. Customer has back up humalog for insulin therapy.